Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have bone loss and previously diagnosed periodontal disease, due to the aligners.